Event description:
Customer reportedly received the following results on the nana system within 10 minutes: (with lot number 473401) 113 mg/dl, 297 mg/dl, 157 mg/dl, 259 mg/dl, 437 mg/dl, and (with lot number 473433) 136 mg/dl, 110 mg/dl, 186 mg/dl, 129 mg/dl. No adverse event reported. Return of suspect devices was requested and replacements were sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).